Manufacturer narrative:
(B)(4).

Event description:
Pt reported unexpected cgm app shut off.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that an unexpected cgm app shut-off occurred. No product or data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.